Event description:
The user facility reported that during a patient procedure the doctor was utilizing the scissor and one of the blades detached. The doctor utilized another instrument and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
The instrument subject of the reported event was returned for evaluation. Evaluation results indicated a micro-fracture located at the screw hinge. It was determined that during the sterilization process for the instrument, heating and subsequent cooling caused the micro-fracture at the screw hinge area to become cracked subsequently causing the reported event to occur. The cause of the micro-fracture cannot be determined but may be attributed to improper handling of the instrument or prior service/repair activity by the user facility. In-service training will be offered on the proper use and handling. The user facility was provided a replacement instrument and no additional issues have been reported.